Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: spondylolisthesis procedure: oblique lumbar interbody fusion (olif) level implanted: l4/5 it was reported that intra-op, the physician prepared a cage of a bigger size and inserted the bigger cage inside the patient's body, but because there was cage in the same position as the position where installed the original cage, the bigger cage was removed too. The thread part of the bigger cage broke. Additionally, surgery performed because cage insertion by olif approaching failed so posterior lumbar interbody fusion with posterior approaching was performed. The product came in contact with the patient. No patient symptoms or complication were reported as result of this event.

Manufacturer narrative:
Product analysis results: optical and microscopic examination of the implant returned for analysis identified deformation at the inserter mating face and threads are damaged. This is consistent with significant impact during attempted implantation. If information is provided in the future, a supplemental report will be issued.